Event description:
It was reported that the patient went to the hospital due to syncope, and no capture was found. The lead was checked and it was ok. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): preliminary testing revealed the device was at eri. Testing on the automated functional tests revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.